Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker and a stained address and serial number label.

Event description:
It was reported that the customer received a button error alarm as well as a compromised force sensor alarm. Advised insulin pump would be replaced. No additional information was provided.